Event description:
This rpeort is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine home hemodialysis treatment, the operator experienced high venous pressure alarms and noted clots were visible in the cartridge tubing. Rinseback was not performed due to the clotted blood circuit, which resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to insufficient heparinization. Pt's heparin dose had recently been decreased. Nxstage reviewed the reported blood loss with the pt's facility. Pt's heparin dose will be adjusted again. The cycler alarmed appropriately. There is no evidence of a device malfunction. A direct correlation between the blood loss and the nxstage system one cannot be established. Nxstage considers this report closed.